Event description:
A software anomaly was rpeorted where the incorrect pt's waveform was being displayed on the number for another pt. Service rep loaded software to address this condition. No adverse pt outcome occurred.